Event description:
It was reported that during a post-operative checkup that the atrial lead had a polarity switch to unipolar mode. The atrial lead had exhibited low impedance and undersensing in bipolar mode along with low impedance in unipolar mode was noted. Stimulation was also noted and the atrial trend was set to off. Due to noted sensing variation, the atrial lead sensing parameters was reprogrammed. The atrial lead mode was set to unipolar, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the right atrial (ra) lead was beyond the expected lower range. Lead diagnostics show an atrial lead short circuit and low impedance paces. The lifetime minimum impedance was 194 ohms. An atrial lead warning occurred on 2014-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg implanted: (B)(6) 2009. (B)(4).